Event description:
It was reported that a slight bend at the distal end of the lead between contact 0 and 1 was observed when the lead was removed from the package. There was no patient injury, and the surgeon implanted another lead. The patient was fine.

Manufacturer narrative:
The distal end of the lead was bent. The outer insulation was intact. The continuity was acceptable with no shorts between circuits.